Event description:
The manufacturer received information alleging a calibration failure. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the failure was confirmed. The device's main board was replaced to address the issue.